Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device failed to activate. The facility finished the procedure with a replacement device. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus, and the customer's complaint of the device cannot be started was confirmed. Based on the results of the investigation, the probable cause of the device not being able to be turned on was due to a faulty power unit. Additionally, the faulty circuit board caused no digital visual interface output, and the serial digital interface output had poor contact. Olympus will continue to monitor the field performance for this device.